Event description:
It was reported that during a scheduled follow up, the device revealed an unknown parameter and it was impossible to reprogram the parameter. A manual guided reset procedure will be scheduled. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.